Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an altitude alarm occurred. The customer's blood glucose was 144-145 mg/dl. The customer re-loaded the cartridge resumed insulin delivery.